Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter's phone #: (B)(6). Device manufacture date: unknown. Bd received 6 photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of needle point defect with the incident lot was not observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after collecting a patient's blood with a bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter. The patient stated that a piece of the medical device remained on their skin after blood collection. However, the medical staff confirmed there was no problem. There was no report of serious injury or medical intervention.